Event description:
Customer states: prior to use on pt, a nurse inflated the cuff at hospital, he confirmed the sound of air leakage from it. Customer stated another tube was used. Customer confirmed no pt involvement.

Manufacturer narrative:
If the sample is returned, a summary of the investigation results will be provided in a supplemental report.